Event description:
It was reported that the ventilator failed the internal leakage test during pre-use check. There was no pt involvement. (B)(4).

Manufacturer narrative:
Further info surrounding the event has been sought. A supplemental medwatch will be submitted when the investigation is completed. (B)(4).

Manufacturer narrative:
On-site investigation showed that the reported problem was corrected by replacing the main back-plane printed circuit board. The main back-plane is an inter-connection board for the printed circuit boards in the lower part of the ventilator. The replaced part belongs to the customer, and has not been returned for investigation despite our requests. Received device logs showed that the performed pre-use checks had failed in several sub-tests. Due to lack of the replaced part, the true cause of it's failure has not been determined. According to received information the reported ventilator was returned to service with no more failures having seen reported.